Event description:
During routine testing of the device at the service center, our foreign consignee reported that the roller pump motor was noisy. No other details regarding the event were provided. Since this event occurred during routine testing, there was no patient involvement during this event.